Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for birth control. Following the essure procedure, she began suffering from a metal taste in her mouth; fatigue; joint pain; irregular and/or prolonged menstruation; severe menstruation pain; heavy, abnormal menstruation; pain during intercourse; severe abdominal pain; severe back pain; cramping; bloating; headaches and/or migraines; depression; hormonal changes; and weight fluctuation. However, at the time, neither plaintiff, nor her healthcare providers attributed her symptoms to the device. On (B)(6) 2015, she underwent a bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. A66679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud from 2009 to june 2013. Concurrent conditions included hyperthyroidism, anemia, human papilloma virus infection, helicobacter pylori infection, pneumothorax, cardiomyopathy, malnutrition and heart failure. Family history included hypertension (mother), coronary artery disease, stroke and cancer. Concomitant products included anovlar (microgestin) from (B)(6) 2013 to (B)(6) 2013 for pain and abdominal cramps as well as levonorgestrel (mirena) since 2009 to june 2013. In (B)(6) 2013, the patient experienced nausea ("nausea") and migraine ("migraines / headaches"). On 25-jun-2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, 8 months 27 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), abdominal pain upper ("stomach pain"), dysgeusia ("metal taste in her mouth"), arthralgia ("joint pain"), depression ("depression"), headache ("headaches and/or migraines"), back pain ("severe back pain"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping),") and menometrorrhagia ("heavy, irregular, abnormal prolonged menstruation"). The patient was treated with surgery (lap. Bilateral salpingectomy on 10-dec-2015), surgery (lap. Bilateral salpingectomy on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain lower, hormone level abnormal, weight fluctuation, female sexual dysfunction, abdominal pain upper, fatigue, nausea, dysgeusia, arthralgia, depression, migraine, headache, abdominal distension, dysmenorrhoea, menometrorrhagia, vaginal haemorrhage, menorrhagia, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results: (B)(6) 2014 : pelvic ultrasound : uterus: the uterus appears normal in size and echogenicity. The endometrial stripe is normal. Right ovary: the right ovary appears normal in size and echogenicity. Left ovary: the left ovary appears normal in size and echogenicity. Cul de sac: there is a small amount of free fluid in the cul-de-sac. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporters, patient demographic information, relevant history, essure indication and lot number, added. Events added per pfs: abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse), headaches, nausea, pain, vaginal discharge were added. The event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. A66679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud from 2009 to (B)(6) 2013. Concurrent conditions included hyperthyroidism, anemia, human papilloma virus infection, helicobacter pylori infection, pneumothorax, cardiomyopathy, malnutrition and heart failure. Family history included hypertension (mother), coronary artery disease, stroke and cancer. Concomitant products included anovlar (microgestin) from (B)(6) 2013 to (B)(6) 2013 for pain and abdominal cramps as well as levonorgestrel (mirena) since 2009 to (B)(6) 2013. In (B)(6) 2013, the patient experienced nausea ("nausea") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), dysgeusia ("metal taste in her mouth"), arthralgia ("joint pain"), depression ("depression"), headache ("headaches and/or migraines"), back pain ("severe back pain"), abdominal distension ("bloating") and menometrorrhagia ("heavy, irregular, abnormal prolonged menstruation"). The patient was treated with surgery (lap. Bilateral salpingectomy on (B)(6) 2015), surgery (lap. Bilateral salpingectomy on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain lower, hormone level abnormal, weight fluctuation, female sexual dysfunction, abdominal pain upper, fatigue, nausea, dysgeusia, arthralgia, depression, migraine, headache, abdominal distension, dysmenorrhoea, menometrorrhagia, vaginal haemorrhage, menorrhagia, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results: (B)(6) 2014 : pelvic ultrasound : uterus: the uterus appears normal in size and echogenicity. The endometrial stripe is normal. Right ovary: the right ovary appears normal in size and echogenicity. Left ovary: the left ovary appears normal in size and echogenicity. Cul de sac: there is a small amount of free fluid in the cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation was received on 17-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.